Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer also reported that he received a bad battery alarm. The customer's blood glucose was 790 mg/dl at the time of the incident. The customer stated that he was off the insulin pump at the time of hospitalization. The customer stated that he removed the insulin pump when the insulin pump stopped working. The customer stated that the insulin pump was working after inserting a new battery. The insulin pump will not be returned for analysis.